Manufacturer narrative:
(B)(4). Device evaluated by MFR: the introducer sheath that was used during the procedure was not returned for analysis. The stent was deployed from the balloon and was not received for analysis. An examination of the balloon identified that the balloon was creased and was not folded correctly. As a result the distal folds of the balloon were opened outwardly. The device was received in two sections due to a break in the shaft. The break was located at 10.1cm proximal to the tip. Both sections of the break site were severely stretched. The break is consistent with excessive force having been applied to the shaft. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Reportable based on device analysis completed on 30-may-2016. It was reported that catheter removal difficulties were encountered. The target lesion was located in the common iliac artery. A 10.0x60x75cm express¿ ld vascular stent was implanted to treat the lesion. However, upon removal of the stent delivery system (sds), it was noted that the sds was stuck in the introducer sheath. The sds was then removed with the introducer sheath and the procedure was completed. No patient complications were reported and the patient's status was stable. However, returned device analysis revealed shaft break.